Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to damaged bolus port. It was additionally found during visual inspection that the downstream occlusion (dso) seal was cracked. The dso seal and bolus port was replaced.

Event description:
It was reported that the device bolus port was damaged it was equipped with wi-fi battery. It was observed during testing and there was no patient involvement and harm.